Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening curved on radius and creases fold. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: leakage," capsular contracture, baker grade IV "causing pain," and "nipple flattening," and patient concern with the product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "leakage," capsular contracture, baker grade IV "causing pain," and "nipple flattening," and patient concern with the product. Device has been explanted.